Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Not confirmed) the evaluation did not reveal any issues relevant to the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device overheated and could not be held in the hand. This was noticed before the surgery. There was no harm for patient, operator or third party. No further information received. Update (B)(6) 11-nov-25: new information was provided that the device overheated during an endoscopic surgery on (B)(6) 2025. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.